Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, cracked battery tube threads, a scratched display window, a cracked reservoir tube, and a cracked case near display window corners noted during visual inspection. All buttons function properly on the device and no button error alarms, however corroded keypad traces noted. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 86 mg/dl. Troubleshooting was not performed. The device was returned for analysis.